Event description:
It was reported, that during a da vinci-assisted thoracic surgical procedure. The maryland bipolar forceps instrument sparked, while energy was being applied. The cable connection slot also broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi), followed up with the initial reporter and obtained the following additional information: the sparks originated once energy was activated. The sparks also damaged the insulation of the maryland bipolar forceps instrument jaws. There was no tissue injury, due to timely intervention by the surgeon. The instruments are usually cleaned, and a proper sterilization protocol is followed, as per instructed and are thoroughly checked for any damage before any procedure. In this case, the maryland bipolar forceps instrument was found to be proper before the procedure. Timely identification of sparks resulting in instrument damage. Thereby, not applying prolonged energy for any further adverse effect like tissue damage / injury. The instrument was replaced with a backup instrument.

Manufacturer narrative:
Based on the claim against the product, by the customer noting the maryland bipolar forceps instrument sparked while energy was being applied. An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is reportable malfunction event, due to the following: it was alleged that the maryland bipolar forceps instrument sparked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in this a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for this d4 is not applicable. Field d6 is blank. Because the product is not implantable. Information for the blank fields in this e1 is not available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument failed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Failure analysis investigation also found additional observations not related to customer's reported complaint: the maryland bipolar forceps instrument was found to have a bipolar insert pulled out of the back end and the chassis feature that acts as a hard stop for the pins was broken. The instrument was found to have a broken conductor wire at the bipolar pins inside the housing. The instrument failed the electrical continuity test. No signs of thermal damage were observed at the location.

Event description:
Refer to h10/h11 for follow-up information.